Manufacturer narrative:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed, resulting in closure failure. Hemostasis was achieved using manual compression. There was no reported patient injury. The exoseal vascular closure device (vcd) was used in a diagnostic procedure using a retrograde approach. Suitability of the femoral artery was confirmed on angiography, including appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, nearby stent, or significant stenosis was present at or near the puncture site. The access site had not been previously closed within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed. There was no difficulty connecting the non-cordis sheath with the vascular closure device. The deployment button was pressed after the device was removed from the body following unsuccessful use. The button functioned normally during external testing; however, multiple attempts to press the button during in vivo use were unsuccessful. Upon removal, the plug did not fall out and was not partially deployed. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f vascular closure device could not be pressed, resulting in closure failure. Hemostasis was achieved using manual compression. There was no reported patient injury. The exoseal vascular closure device (vcd) was used in a diagnostic procedure using a retrograde approach. Suitability of the femoral artery was confirmed on angiography, including appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, nearby stent, or significant stenosis was present at or near the puncture site. The access site had not been previously closed within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed. There was no difficulty connecting the non-cordis sheath with the vcd. The deployment button was fully depressed, and the device and sheath were removed together as a single unit. Upon removal, the plug did not fall out and was not partially deployed. The device was returned.